Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) had a naso jejunal (nj) tube placed. After an unspecified period of time, the patient developed aspiration pneumonia. The patient is in the titration phase at the beginning of duodopa therapy. The patient will be treated with antibiotic tazobac three times a day.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie nj tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Aspiration pneumonia is a known complication of nj tube placements. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.